Event description:
The health care professional (hcp) reported the select model screen was displayed on the programmer, and the radio-frequency (rf) head was about to be placed on the patient, when the programmer restarted itself and an error code presented. The hcp electively changed out the programmer to complete the interrogation. Later, the programmer was power cycled, and the error code cleared. The programmer remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).